Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went into ventricular fibrillation (vf) due to the device pacing on the t-wave. The physician suspected undersensing resulted in the inappropriate pacing. The patient had to be "reanimated" due to vf and was in the ICU. A request was made for additional information on the patient condition and none is available at this time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found in the data.